Event description:
A distributor in denmark reported a power source alert for a pump that was not charging despite being connected with a tandem charging cable and wall adaptor. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). Due to the issue leading to a pump shutdown, the clinician technical support decided to replace the pump, and the customer was instructed to use multiple daily injections as a backup therapy. The customer was guided on how to put the pump into storage mode before returning it and was provided with a pre-paid return label to send back the problematic pump.